Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10, h11 corrected fields: h6 (problem code). A getinge field service engineer (fse) evaluated and replaced the upper display. The unit passed all functional and safety testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check discovered by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's display is defective. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a